Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility rep. "Customer claims this unit shut down on a pt, the error codes are one-42 and two-43, the 42 code is a brown out code, he is not sure the electricity went out, he is going to ask, the 43 is a power supply error code, informed customer that just to be on the safe side, to replace the power supply, he is not able to duplicate the problem but he is going to order the power supply. Customer claims the pt is ok." The following description of the event was copied from the user facility medwatch report received by cardinal health from the FDA on 12/29/08. "Event desc: rt responded to vent alarm, failed to cycle light lit, screen frozen, e43 error. Pt bagged, new vent set up, resumed ventilation. No harm to pt." "Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No". "Device usage problem: device malfunction - that is, the device did not do what it was supposed to do".

Manufacturer narrative:
The cardinal health post market quality assurance dept. Sent a letter to the user facility seeking additional info concerning the reported event and the status of the pt. As of the date of this report, the user facility has not responded to that letter. The user facility did not provide any pt or device codes on their user facility report. Codes were derived based on the info provided by the user facility of the user facility medwatch report and info documented by a cardinal health tech support specialist in response to a phone conversation with a user facility rep. The following info concerning the eval of the device by the user facility was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility rep. The user facility biomed tech evaluated the device but was not able to reproduce the reported failure thus was not able to identify a root cause in this alleged event. As a precaution, the cardinal health tech support specialist advised the biomed tech to replace the power supply. A replacement power supply was sent to the user facility in order to repair and return the device back to service. Cardinal health contacted the customer in order to return the possible faulty power supply for eval. However, the customer reported that they no longer have the power supply, it was discarded. No components and system trend have been identified and this event is considered to be an isolated incident.